Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the pump battery was observed to be depleting quickly. Reportedly, the power source alert cleared after leaving the pump plugged in for 30 minutes, however the pump battery gauge did not increase as expected. The customer's blood glucose (bg) level ranged from 200 mg/dl to the 350 mg/dl range at the time of the events. Upon follow up, the customer reported that the pump battery was completely unable to charge. Reportedly, the customer continued to use the pump for insulin therapy, and also indicated that insulin pen supplies were available.